Event description:
(B) (6) with positive coombs and elevated bilirubin level needed an exchange transfusion. The setup was completed for the procedure and connected to the patient. When initiating the exchange transfusion, the blood tubing became disconnected. Since the physician was sterile, the assisting physician replaced the blood tubing with sterile tubing and the decision was made to prime it to the waste fluid collection bag. The stopcock contained in the cardinal health exchange transfusion tray operates in a manner opposite of the standard stopcock used in the organization. The physician reviewed the stopcock, thinking the port was closed to the patient, when it was actually open to the patient. The patient received a large unknown quantity of air. Due to the pt having a large ventral septal defect (vsd), the pt sustained a potentially significant ischemic brain injury.human factors modeling related to the stopcock design. The 4 way stopcock in the kit indicates the open port to the pt with an arrow on the stopcock lever. The stopcock is white as well as the markings on the stopcock lever. The standard stopcock used in the organiztion functions with the lever indicating it is off to the pt. The lever is blue and imprinted with off and an arrow. The stopcock in the kit operates exactly opposite of a standard stopcock. The kit stopcock does not state "off" it just contains an arrow. It is recommended that the stopcock in the kit be redesigned to more clearly indicate positioning of the port.